Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, it could not be advanced to the proper placement. It was noted that another manufacturer's sheath was used. Therapy could not be initiated and the iab was removed ten minutes after insertion. Another manufacturer's iab was inserted to initiate therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. The sheath was not returned for evaluation. Two kinks were found on the catheter tubing approximately 76.2cm and 73.7cm from the iab tip. The one-way valve was returned. The guidewire was not able to be removed using a set of pliers without causing additional complications to the iab. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference compaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event occurred on the japanese market on a significantly similar device to transray 34cc which is sold in the us. For d4: di number has been used for base unit, sensation 34cc (B)(4), which is sold in the USA. Provided h4 device manufacture date correspond to device involved in the event, not available in USA. Complaint record ID # (B)(4).